Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was aborted. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the flat detector had an input but no output, resulting from a detector power failure. The fse replaced the flat detector. The flat detector was returned for analysis. The flat detector had failed because of an electrical failure; there was no 24v or l1 power on. After the flat detector was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.